Event description:
A company representative reported that an ozark screw at c4 migrated approximately 11 months post-operatively. It was further reported that the patient was moving pallets and heard and felt a "pop". Revision surgery has not taken place nor been scheduled.